Manufacturer narrative:
Investigation is ongoing. Bibliography: blanke, philipp. ¿case #8: a case of asymptomatic leaflet thrombosis: management strategies¿ tct 2018, soul, south korea.

Event description:
As reported by the edwards affiliate in (B)(4), during a presentation at tct 2018 titled, "case #8: a case of asymptomatic leaflet thrombosis: management strategies" it was reported that 30 days post valve in valve (26mm sapien 3 valve in a 25mm hvt valve) tavr procedure due to valve deterioration, tee showed the patient¿s mean pressure gradient had increased to 33mmhg from 18mmhg at one day post implant. The cardiac CT also showed a hypoattenuated thickened leaflet with associated leaflet restriction. The patient was administered warfarin and was discharged on aspirin and clopidogrel after reaching therapeutics levels. Three months later, tte showed the mean gradient was reduced to 17mm. It was believed that the increased mean gradient was attributed to an under expanded sapien 3 valve. The decision was then made to re-dilate the 26mm sapien 3 valve with a 26mm true balloon (20atm). Post re-dilation, the sapien 3 frame expansion was noted to have improved. Tte taken 30 days post re-dilation showed the patient¿s mean gradient had dropped to 10mmhg.

Manufacturer narrative:
Section was corrected. Product problem box was unchecked. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Incorrect sizing of the valve may lead to residual gradient (patient-prosthesis mismatch). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. According to literature review, it has been suggested that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients. In this case, the device is not available for evaluation as it remains implanted in the patient. However, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the valve thrombosis could not be confirmed. However, per the authors, it may have been due to under-expansion of the sapien 3 valve. The valve under-expansion and resulting increase in gradient across the valve was likely due to patient prosthesis mismatch secondary to the valve in valve. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
Reference CAPA: 20-00141.